Event description:
The customer reported the coulter lh 500 hematology analyzer generating ambient temperature, lyse temperature errors, and clenz was leaking less than 5 mls of clenz inside the instrument. The leak was contained within the instrument. The operator was wearing gloves and a lab coat at the time of the incident. There was no reported exposure to mucous membranes or open wounds. No erroneous results were generated in connection with the reported event. There was no death, injury, or affect to user or to patient treatment attributed to this event.

Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to assess the instrument. The customer technical specialist (cts) was told by the customer that the leak came from pinch valve pv37 inside the instrument. The customer replaced the tubing and the instrument ran without any leaks or temperature errors. The fse confirmed that the customer replaced the tubing and the instrument ran without any leaks or errors. The fse verified the instrument and the instrument was returned to normal operation. (B)(4).